Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the wire broke on the fenestrated bipolar forceps instrument. The procedure was completed with no indication of patient injury. On 4/28/2025 the following additional information regarding the complaint was obtained: the damaged was observed during the operation. A myomectomy was being performed when the issue occurred. The wire was probably broken and exposed outside. The procedure was completed with backup instrument. The instrument was inspected prior to use with no damage noted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 04/27/2025, the following additional information was obtained: correction to include correct annex code b13 since follow-up findings were reported previously. The reportability aware date has been updated to 04/27/2025 based on the additional information.

Manufacturer narrative:
The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional unrelated observation(s) included: the instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation showed damage which may indicate potential mishandling/misuse. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.